Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that two ecr60b will be returning. Did the second ecr60b have unformed staples with oozing? --- no information.

Event description:
It was reported that during an open hepatectomy, the staples were unformed and oozing was confirmed on the glisson¿s capsule at the first firing. The event occurred in the latter half of the operation. Additional hand suture was performed to stop the oozing and to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5707j the analysis found that one psee60a device was returned with no apparent damage and with two ecr60b, cartridge reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.